Manufacturer narrative:
(B)(4). This report for separation (connection issue) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information the most likely cause of the event is the separation of the supply bag when the patient was trying to clear an alarm. Review found the labeling adequate for the potential use error in the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) and reported that during troubleshooting for a check supply line alarm the patient pulled the spike out of one of the solution bags. This occurred during priming and the patient was not connected. The technical service representative advised the home patient to start over with new supplies to due unsterile air getting into the set up. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event. The nurse stated that the patient has been seen since and has resumed therapy. The nurse did not have any more information. The nurse advised she will contact the patient regarding this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional information become available a follow up medwatch will be submitted.